Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual/microscopic inspection revealed that the unit consisted of the needle safety barrel assembly and needle cover. The needle was partially retracted into the safety barrel leaving the needle tip exposed. There was inward damage at the bottom of the grip where it connects to the barrel causing the partial retraction. A simulated use test was performed by pushing and repositioning the needle to the out position and pressing the safety activation button. The retraction was unsuccessful. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6266547. Conclusion: the root cause for this defect has been determined to be a manufacturing deficiency. The plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. A formal corrective action has not been initiated but a quality improvement project was completed to minimize damage to the grip at the plug load station. The grippers have been changed to gathering grippers that should minimize the chance of damaging the grips. This batch was built prior to improvement.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after IV insertion, the needle of a bd insyte autoguard shielded IV catheter 22 g x 1 in. Failed to retract when the safety activation button was pressed. There was no report of injury or medical intervention.